Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. The noise resulted in auto mode switch episodes triggering high ventricular rate events. The noise could be reproduced with pocket manipulation and arm movement. No intervention was performed at this time. The patient was in stable condition post event.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2017 due to the continuing noise problem. Patient was stable throughout the procedure.